Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h3, h6 and h10. 4307 intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) associated with this complaint and completed its investigation. Failure analysis (fa) confirmed the reported issue as the hrsv did not power on during testing, due to a component failure.

Manufacturer narrative:
A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No images or videos were shared for the event. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported complaint. The fse replaced the high resolution stereo viewer to address the reported issue that there was no video in the right eye. Following service, the system was tested and verified as ready for use. Isi received the high resolution stereo viewer associated with this complaint, but evaluation is currently in progress. This is a reportable event due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported during a da vinci-assisted total benign hysterectomy procedure that the right eye on the surgeon side console was missing. The technical support engineer noted that the site restarted the system, but there was no change to the issue. After the site confirmed the missing right eye on the vision side cart, the tse had the site perform a hard system reboot, but the issue persisted. At the time that the call ended, the surgeon was attempting to complete the case with only the left eye. Intuitive surgical, inc. (Isi) confirmed follow-up with the robotics coordinator and the following information as obtained: system functionality was checked upon powering on the system and system initially powered on without errors. Per customer, the surgeon was never able to see through high resolution stereo viewer with both eyes. The customer explained that the procedure was completed using only the left eye no reported patient injury.